Event description:
On (B)(6) 2016, during rr# 32563 after an unremarkable 12 lead was completed and patient was transferred to truck, we noticed that the displayed hr on the zoll monitor did not match her mechanical pulse. The patient complained of chest pain with 12 lead EKG did not show signs of stemi. It appeared that the display of the monitor was showing a much higher rate than the mechanical pulse of the patient. This continued during the transport of the patient without any other complications. Patient was transferred to hospital ER staff with no problems and the hospital was advised of the issues with the monitor. ER staff at (B)(6) medical center advised the rescue crew paramedics that, after doing their own EKG, the patient was a stemi (cardiac alert) patient. After completing the call, we inspected the monitor, used it on personnel and confirmed faulty equipment.